Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported implant rupture against unknown side. Device remains implanted.

Event description:
Subsequently, patient reported breast started to change shape and diagnosed with asia syndrome". Device has been explanted and replaced with non-allergan device. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6 the event of gel bleed is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported ¿the prostheses are not torn but have sweated for years and have decreased in volume so they are not good¿ against left side. Device has been explanted and replaced with non-allergan device.